Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced six infusion sets cannula detached events on (B)(6) 2024. Event occurred within 3 hours of insertion. The insertion site was at the abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-32783- device 1 of 6.